Manufacturer narrative:
Additional information was received and noted the impella 5.5 pump connected to the automated impella controller (aic) was explanted with a survived patient outcome. Device status: other additional information noted the aic device was received, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed. Correspondingly, sections d9: device received by manufacturer with receipt date and h6: investigation type, findings and conclusion codes were updated accordingly. Related medical device reports: this aic device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella 5.5.

Manufacturer narrative:
Patient-specific information a4: weight is unknown. Device status: the automated impella controller device was not received from the customer at the time of this MDR writing; therefore, evaluation/analysis of the aic was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related reports: refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella 5.5 device.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support for bridge to transplant. Approximately 62 days after start of the support, placement signal issues were encountered. The placement signal dropped out and triggered multiple suction and impella placement signal low alarms. Customer inquired about the alarms tones, which may have been disabled because of the event. The patient would continue on support and 17 days later, the automated impella controller read of pump flow was assumed to be inaccurate. Additionally, this day, the impella pump was previously noted to be malpositioned posteriorly on transthoracic electrocardiogram, and the medical team was unable to reposition the pump due to placement monitoring being previously disabled. The patient was noted to be in systemic organ failure. A shock call was placed and decision made to cannulate for venoarterial extracorporeal membrane oxygenation (va ECMO) until transplant. The impella 5.5 device was left in place as vent on support level p-3, with discussions to replace the pump. However, the team noted there was no reasonable access to replace the impella due to the implantable cardioverter defibrillation left in the left axillary space. Support continued and the following day the impella support level was increased to p-4. However, there was still no placement monitoring. Latest update noted the patient was listed as status 1 for transplant and continues of va ECMO and impella mcs.